Event description:
Hospital contacted maquet medical systems technical support and reported that both of the (B)(4) in (B)(4) went out during an unspecified eye surgery. Operating room staff was able to reenergize the lights by switching the wall switch off and then on again. Procedure was completed and no injury or adverse effects to pt reported. (B)(4).

Manufacturer narrative:
The investigation is currently in process and a follow-up report will be filed when complete. The (B)(4) is now closed. Product complaints for (B)(6) products will continue to be processed by (B)(4).